Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer removed the sensor because when she connected the transmitter to the pump, the green light did not blink. The customer also mentioned missing electrode. Customer will return sensor for analysis.